Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment early. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation. Additional information was requested, however the information could not be provided.

Manufacturer narrative:
Additional information: d9, g1, h3 plant investigation: the customer returned 17 companion samples from the reported lot for evaluation. The samples were forwarded to the quality systems (qs) laboratory for testing where one of the samples failed bubble point testing due to a kinked and looped fiber. The fiber was found near the center of the body of the dialyzer. There was no other damage or irregularities visually noted on the dialyzer nor any of the other 16 samples. The customer¿s reported complaint is confirmed based on the physical evaluation of the companion samples performed by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment early. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation. Additional information was requested, however the information could not be provided.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient opted to end treatment early. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation. Additional information was requested, however the information could not be provided.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nonconformance/corrective and preventative actions (nc/CAPA) program, in order to assess and improve our products and processes. Capas for vision systems) and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.